Event description:
Procedure: CT, new bracco- fastload cta dual syringe pack opened- missing straw and tubing. Not used on patient. Manufacturer response for injector and syringe, angiographic, fastload cta dual syringe pack (per site reporter), will obtain.